Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and past. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and passed. A review of the share logs was performed and early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).